Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen did not work with the device; the bezel shield assembly was replaced, and the stylus was re-calibrated to the touch screen. The comment that the power cord bay was broken was confirmed as well; the power cord bay assembly was replaced. Analysis also noted that the system fan was noisy, and it was replaced. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer would calibrate, but would not work. It was also reported that the cable compartment was broken. The programmer has been returned for repair. No patient complications have been reported as a result of this event.